Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low at between the values of 50-67 mg/dl. Customer treated elevated bgs by drinking juice and bg levels came back up to 76 mg/dl. Recommendation was made that the customer discuss low bgs with their healthcare provider.

Manufacturer narrative:
Brand name, common device name.